Event description:
It was reported that the user experienced difficulty charging the device after changing the charging plug, and charging was restored when the original plug was reconnected and the case was removed. Symptoms included no clinical effects. Outcomes included no impact on health and no alerts or alarms. Investigation included guided troubleshooting and user education. Investigation of this case revealed that the device charged successfully with the supplied charging plug and without the case, consistent with use of an incompatible accessory or obstruction from an external case. It was concluded, based on previously established findings for similar reports, that the cause was user-related factors associated with accessories and setup.

Manufacturer narrative:
Initial.